Event description:
The patient's electrode belt belt deployed the gel. The monitor seems to be in nomral monitoring mode and is not prompting for a download or that a treatment has been delivered. A replacement electrode belt was shipped to the nursing facility. The following day support received a call from the hospital ER reporting the device is bonging and won't quit. The monitor display reads "check belt-see manual". The nurse practitioner can't find the response module or find the "ok" button to press. She is, however, able to remove the battery pack to silence the device and confirm the four sensing electrodes appear to be on the patient's skin. Support explained what had transpired the previous day and that a replacement electrode bell is en route to the care facility. Support informed her that we would attempt to re-route the replacement to the hospital ER. Subsequently, support explained what had transpired the previous day and that a replacement electrode belt is en route to the care facility. Support informed her that we would attempt to re-route the replacement to the hospital ER. Subsequently, support spoke to the np at the hospital ER to report the current status of the replacement belt. According to the np, the patient has decided that she does not want to continue to wear the device-it makes her too nervous. The cardiologist has explained the risks to the patient, but she will not be wearing the device. A lifecor sales rep will visit the nursing facility to discuss device use, interview the patient about events surrounding the gel release, and recover the equipment if the patient's decision is to discontinue use.